Event description:
It was reported that pump experienced malfunction alarm with code displayed and caller contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Customer was guided to reset pump, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again, which caller acknowledged and understood.